Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The service evaluation revealed the camera heat became hot during a long term test due to defective electronic components. The most likely cause for the observed condition can be attributed to wear and tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the camera gets very hot when it is used in combination with the console. It results in image failures, leading to no hdmi signal. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. No further information received.